Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated with a 1.3mm non-bsc balloon. The 3.5x12mm taxus liberte stent delivery sys was advanced, but unable to cross the lesion. The physician removed the device from the inside the pt and found that the stent edge was lifted up. The procedure was completed with a different device. No pt complications were reported. The pt's current condition is listed as "no problem".

Manufacturer narrative:
(B) (4).